Event description:
Caller reported alarm 01 related to the insulin pump. Caller confirmed there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support explained that the alarm might be due to an air leak in the cartridge, possibly caused by exposure to oils and lotions. Caller verified cracks in the original cartridge and successfully loaded a new cartridge, resuming insulin delivery without further issues.